Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device serial number is (B)(4).

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported that the up, down, and check buttons on the infusion device were only functioning intermittently. The patient experienced elevated blood glucose levels as high as 337 mg/dl. No adverse event was reported. The infusion device was requested to be returned for product evaluation.